Event description:
It was reported, the hydraulic cylinder was leaking. No adverse consequence alleged.

Manufacturer narrative:
Results: hydraulic. If the cylinder is available for evaluation and pertinent information is discovered based on the evaluation, a follow up MDR will be filed.